Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after feeling breathlessness and dizziness. Review of the system indicated that there was pacing inhibition and a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular channel. No conclusive cause was determined the pacemaker was reprogrammed and the patient will continue to be monitored. The pacemaker remains in service and there were no additional adverse patient effects reported.